Event description:
The manufacturer received information alleging a ventilator was not allowing 100% fio2 to be set. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator was not allowing 100% fio2 to be set. There was no harm or injury reported. Diagnostic was performed by engineer stating that fco service will be scheduled when software fix is released, issue resolved. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this a follow-up report will be filed. Section h6 updated in this report.